Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain') and genital haemorrhage ('heavy bleeding with large clots') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gerd, depression, vaginal bleeding and fatigue. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain in extremity ("leg pains"), abdominal pain lower ("cramping") and vaginal discharge ("constant discharge"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, pain in extremity, abdominal pain lower and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, pain in extremity, pelvic pain and vaginal discharge to be related to essure. The reporter commented: patient need for additional surgery. After essure placement, there was noted to be 2 coils outside of the right tubal ostia. The left tubal ostia was similarly visualized and the essure coil device was easily placed with 3 trailing coils at the end of the left tubal ostia placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: the fallopian tubes are occluded. Pregnancy test urine - on (B)(6) 2010: results: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain. Amendment: the report was amended for the following reason: upon internal review it was found that this case is duplicate of (B)(4). All source document and reference section from this case were transfer to retension (B)(4). No new follow-up information was received from the reporter. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy bleeding with large clots") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain in extremity ("leg pains"), abdominal pain lower ("cramping") and vaginal discharge ("constant discharge"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, pain in extremity, abdominal pain lower and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, pain in extremity, pelvic pain and vaginal discharge to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report